Event description:
The following was reported by sales rep. Hospital have noticed that screws are missing from their offset reamers. These need to be replaced as threading has become loose. All 3 of their offset reamers are missing screws.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Manufacturer narrative:
An event regarding missing component involving a mako reamer handle was reported. The event was confirmed via inspection. Method & results: product evaluation and results: visual inspection confirmed the event. Two screws are missing from the mako offset reamer handle. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a product history review is not required, as no manufacturing specific issue has been alleged. Complaint history review: a complaint history review is not required as there was no patient involvement. Conclusions: no patient was involved and no actual or potential patient harm existed for the alleged event. The alleged failure mode was not confirmed because the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.